Event description:
It was reported that the device was not focusing. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was not focusing. A visual inspection was performed and showed the scope to have damaged negative lens, tight focus ring with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device was not focusing and there was not back up available. No patient injury was reported.